Event description:
Pain [aching (l) knee] swelling [swelling of l knee] knee was aspirated [effusion (l) knee] (B)(4)(multiple devices for same patient). Initial information received on 25-oct-2019 from united states regarding an unsolicited valid serious case received from other healthcare professional. This case involves a 61 years old female patient who after unknown latency experienced pain, swelling and the knee was aspirated, while she used medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route once at a dose of 6 ml (lot - 9rsl009, expiration- 31-mar-2022) used for knee pain in left knee. On an unknown date in (B)(6) 2019, after unknown latency, patient complained of pain and swelling. Patient was brought back into office and the knee was aspirated and cortisone put in it (seriousness criteria- intervention required). On (B)(6) 2019, patient was doing better. Action taken: not applicable for all events. Corrective treatment: cortisone for pain and swelling; aspiration and cortisone for the knee was aspirated. Outcome: recovering for all events. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc-one. Batch number: 9rsl009 global ptc number: (B)(4). The production and quality control documentation for lot # 9rsl009 expiration date (2022-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 9rsl009 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of (B)(6) 2019 there was 3 complaint on file for lot# 9rsl009 and all related sublots. 3 complaint was on file for lot# 9rsl009: (3) adverse event report. Sanofi would continue to monitor complaints to determine if a CAPA was required. Final investigation complete date: (B)(6) 2019. Additional information received on 08-nov-2019 from other healthcare professional. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Pain [knee pain], swelling [swelling of l knee], knee was aspirated [effusion (l) knee], case narrative: the case is cross-linked to (B)(4) (cluster); (B)(4) (multiple devices for same patient). Initial information received on 25-oct-2019 from united states regarding an unsolicited valid serious case received from a healthcare professional. This case involves a (B)(6) years old female patient who after unknown latency experienced pain, swelling and the knee was aspirated, while she used medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route once at a dose of 6 ml (lot - 9rsl009, expiration- 31-mar-2022) used for knee pain in left knee. On an unknown date in (B)(6) 2019, after unknown latency, patient complained of pain and swelling. Patient was brought back into office and the knee was aspirated and cortisone put in it (seriousness criteria- intervention required). On (B)(6) 2019, patient was doing better. Action taken: not applicable for all events corrective treatment: cortisone for pain and swelling; aspiration and cortisone for the knee was aspirated. Outcome: recovering for all events. The product technical complaint (ptc) was initiated and the results were pending for same.